Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. This device is not distributed or manufactured in the united states; however, this report is being filed as zimmer biomet in (B)(6) manufactures a similar device under 510k number k982545.

Event description:
Patient underwent a knee procedure to remove a fractured cerclage cable. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of manufacturing history indicates that products were manufactured according to the pre-defined specifications. Visual inspection of the returned product confirmed the cable fracture close to the circling buckle. According to the available data, the device was used in a knee surgery for a patellar tendon strapping which is not a claim of the product. According to the package insert, under indications it states, "the cerclage cables and crimping bar are indicated for the cerclage of bone and for the alignment and stabilization of fractures and osteotomies of long bones, either separately or in association with other osteosynthesis devices. The cables are intended for maintaining the alignment of a fracture or osteotomy until consolidation and are not designed to withstand loading stresses without additional support." A conclusive root cause of the event could not be determined. (B)(4).